Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to patient's need of periodic MRI imaging every six months to monitor health condition. It is unknown if there are plans to reimplant the patient as of the date of this report.